Manufacturer narrative:
The insulin pump received with alarm due to faulty connector on interface board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed and the displacement test failed. It was stated that the alarm reoccurred when the customer pushed any button. No further information was provided.